Event description:
Full term pregnancy induction for a patient with pregnancy induced hypertension. Patient had a primary c-section epidural anesthesia. When anesthesiologist removed epidural catheter, the tip was missing; unable to locate it. Tip retained in patient.